Event description:
The device was used during a gastrectomy procedure. The staple line did not hold. The surgeon performed a reoperation two days post operatively and manually sutured to correct the condition.